Event description:
It was reported that the pump touchscreen was delayed in responding to touch while attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. During troubleshooting, it was confirmed that the touchscreen eventually responded and the customer was able to deliver a bolus. The customer continued using the pump for insulin therapy.